Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2016-03011 / 03012 / 03013 / 03014 / 03015 / 03016).

Event description:
Legal counsel for patient reported patient has been indicated for left hip revision due to pain and elevated metal ion levels; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records indicate that the patient was revised due to trochanteric bursitis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.